Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that after implanting the stent graft, a type ia endoleak was observed. An aortic cuff and 9 endoanchors were then implanted to resolve the leak, it was noted that the aortic cuff partially covered the left renal artery. At the end of the procedure there was still a type ia endoleak present. As per the physician, the cause of the event was due to the patients short, angled neck. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film analysis summary: the exact cause of the type ia endoleak and partial coverage of the left renal with the aortic cuff could not be determined from the pre-implant films provided. Films during implant and post-implant CT¿s were not available, and the reported events could not be assessed. Returned pre-implant CT¿s revealed that the patient had a conical-shaped neck which measured ~21 ¿ 25 ¿ 28mm in diameter along a 15mm length below the lowest left renal artery. The neck was also moderately calcified and was angulated ~60 deg max in the rt-lt axis; relative to the top of the aaa sac. It is possible that implanting within the conical, calcified, and angulated neck may have contributed to the proximal type I endoleak, and may have also led to the inaccurate delivery of the aortic cuff. If information is provided in the future, a supplemental report will be issued.